Event description:
Pt underwent ercp on (B)(6) 2015 with olympus duodenoscope tjf-q180v - (B)(4) for recurrent biliary strictures. A previously placed biliary stent was removed with pus and debris drained, two new biliary stents were placed. On (B)(6) 2016, pt underwent repeat ercp with olympus duodenoscope tjf-q180v - (B)(4) with removal of two partially occluded stents as well as balloon extraction for treatment of choledocholithiasis. Two new biliary stents were placed. Post-procedure, pt was admitted until (B)(6) 2016 for right lower lobe pneumonia. Pt was admitted on (B)(6) 2016 with abdominal pain, vomiting and gi bleeding. Pt underwent an ercp with olympus duodenoscope tjf 160vf - (B)(4) (loaner), and hemobilia was noted which worsened following removal of the left-sided biliary stent. A new stent was placed to achieve hemostasis. Pt was transferred to ir for emergent hepatic and superior mesenteric angiography. Pt required transfusion of 1 unit prbc. Blood cultures from (B)(6) 2016 returned (B)(6) for an esbl e. Coli and were (B)(6) on (B)(6) 2016 during which time he was treated with cefepime. Pt was also treated with prednisone and azithromycin for 5 days during this admission. Pt was ultimately discharged on (B)(6) 2016 to complete a 2 week course of IV ertapenem. Pt was readmitted on (B)(6) 2016 with worsening abdominal pain and bloody stools. Pt had a low grade temperature, leukocytosis, worsening lfts and an ultrasound with biliary ductal dilation. Blood culture from admission was (B)(6). Antibiotics were broadened to vancomycin and meropenem and pt was transfused 2 units of packed red blood cells. Pt was stabilized but ultimately the pt and family opted for hospice care. On the morning of (B)(6) 2016 pt started to have bright red blood per rectum and expired. Pt's hepatocellular carcinomas were treated with selective internal radiation with yttrium-90 therasphere beads in (B)(6) 2013 and (B)(6) 2014. The isolate in this pt was identical to other esbl e. Coli that caused infections in pts who had undergone procedures with the same duodenoscope, olympus tjf-q180v - (B)(4). This issue has been reported previously to the MFR who reported this event to the FDA. The FDA has previously discussed this case with physician leadership at our facility. Appropriate state health officials have previously been notified as well. Prior to pt encounter, the scope was being leak tested and washed per MFR guidelines. Facility also washed scopes an add'l time and performed atp testing.